Event description:
No delay in patient diagnosis. Customer reported abnormal cells outside of the 22 fields of view (fov). Case presented had very few dysplastic cells that were present on the slide in the background of obscuring lubricant and scant cellularity. The hologic cytology applications specialist reviewed the slide and determined the slide is possibly unsatisfactory. The abnormal cells were found during qc. The slide falls into the rare event category where the cells in question would match our experience in the clinical trial as evidenced in table 8 of the thinprep imaging system operation summary and clinical information. The customer site will be monitored to determine if expected occurrences are exceeded.